Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During preparation, solution could not be injected through the catheter. The device was examined and evidence indicated that the conduit was blocked, preventing the flush from being performed. Air was observed throughout the catheter and could not be removed. The device did not enter the patient and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.